Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into examination and repair of the device. Upon request for further information it was reported that the device is back in use after repair exchange of the internal battery performed by a third-party service provider. The records maintained at dräger indicate that the device was involved in an identical event in 2020 already - reported under 9611500-2020-00285. To remedy the earlier issue the hospital had also used the services of a third-party company; the battery had been replaced and, it is certain that the battery which was installed into the device in 2020 was not an original spare part manufactured by dräger. Although it is likely that a non-conforming or overaged battery may have caused the observed reboots, a reliable statement about the exact root cause for the reported event can't be drawn to due lack of information. Dräger cannot be held responsible for the validity of assessments made by a third-party service provider. However, and - under consideration that finding and repair measure are correct, the following can be concluded: the internal battery is a consumable spare part with an average service life of two years, depending on the number of discharging/charging cycles it has to undergo. Other aspects like deep-discharging or incomplete charging cycles may be a factor as well. The device performs a battery test in periodic intervals in the background to assess the battery status and to calculate a runtime forecast. In particular, the mains supply line is switched-off for 500ms and, the trends for voltage and current are measured. A completely worn battery may lead to a significant voltage drop below the required minimum for operation and, the device initiates a reboot to re-establish mains supply. A reboot is the specified behavior to remove deviations in e.g. The software processing; all running processes are reset to a controlled state. During the reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts a corresponding alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings if the deviation could be removed successfully. Additionally, the user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. If this is not done or the evidence of a significant performance reduction does not trigger a repair exchange the battery may step-by-step deterioate to a state at which finally a reboot during use is the consequence. It is lastly concluded that appropriate measures are in place to avoid that a deteriorated internal battery leads to short-term interrupts in ventilation or other restrictions - regular status checks are recommended as well as preventive exchanges of the battery. If the hospital as the owner/operator of the device decides to use spare parts of unknown provenience this is done on own behalf and responsibility; events resulting from lacks in the necessary conformity assessment are beyond the control mechanisms a manufacturer can establish.

Event description:
It was reported that the device performed reboots during a running ventilation episode. Reportedly, the patient was connected to another device; no health consequences were resulting from the event.